Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the small battery drive device had a corroded bearing, worn seal, sticky trigger, would not run-motor damaged and cosmetic damage-worn. It was further determined that the device failed pretest for check function of device, check for sticky triggers and check power with power test bench. It was noted in the service order that it was discovered that the device did not work. It was reported that there was no delay to the surgical procedure and the procedure was completed as intended. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.